Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that this was likely a false alert for remote monitoring disablement due to magnet application during the loaded battery measurement. Ts indicated that full telemetry function could be restored via software update. This device remains in service. No adverse patient effects were reported.